Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary - testing revealed no output. The no output condition was the result of lifted hybrid bond wires.

Event description:
It was reported that there was high threshold. The lead was capped and replaced. No patient complications have been reported as a result of this event. The device was explanted due to end of life. The device was returned to the manufacturer, analyzed and subsequently tested out of specification.